Manufacturer narrative:
On an unreported date in the beginning of (B)(6) 2016, the patient experienced decreased pd effluent and on an unreported date in the same month, the patient was diagnosed and hospitalized for the peritonitis and decreased pd effluent. (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis, also described as abdominal inflammation. The breach was not further described. The peritonitis was manifested by "decreased effluent" (no further detail was provided). The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified anti-inflammatory drugs (doses, frequencies and routes not reported) and unspecified antibiotics (administered via dwell, "ivgtt" and po [orally]). On unreported dates, the patient underwent "a small surgery for the event of decreased effluent" (not further described) and subsequently the patient's pd effluent volume was returned to normal (no further detail was provided). After four weeks of hospitalization, on an unspecified date in the same month as being admitted to the hospital, the patient was recovered and discharged from the hospital. Dianeal therapy was ongoing. No additional information is available.